Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and the patient experienced a heart block which required a pacemaker to be implanted and prolonged hospitalization. The physician was mapping the right atrium with an octaray. His points tagged on the map with both the octaray and qdot micro catheter. Ablation performed at 30w with rv pacing. After visitag 4 was completed, rv pacing stopped, and the underlying rhythm discovered to be complete heart block. The physician stopped radio frequency (rf), and a period of monitoring began. The patient remained in complete heart block with an escape rate of 55 bpm after 25 mins. The patient is being monitored overnight in the hospital. The patient was stable when they left the lab, and no temporary wire or pacemaker was fitted as of this day. Additional information was received on (B)(6) 2025 there was no issue with the catheter. The physician¿s opinion on the cause of this adverse event was procedure related. Fast pathway ablated. Intervention provided was overnight monitoring. The patient required extended hospitalization because of the overnight stay for monitoring to see if the patient resumes to sinus rhythm or needs a pacemaker. Force visualization features used were all of them (graph, dashboard, vector, and visitag). Parameters for stability used were 3mm, 3 seconds, 3 grams, and f/t 25%. No additional filter was used with the visitag. The color options used prospectively was impedance drop (range 5-10). No temporary pacemaker was used for pacing. Additional information was received.. The patient had a pacemaker implanted on (B)(6) 2025 and was discharged (B)(6) 2025.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).